Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, a possible fracture, and t wave oversensing. Tachy detections were disabled, and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Product ID: d284vrc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013; d284vrc implantable cardioverter defibrillator (ICD) (B)(6) 2009. (B)(4).